Event description:
It was reported that during an unknown procedure the white pad of the device got detached after 15 minutes of use. The procedure has been finished with another device. No patient consequence, the white pad has been recovered from the patient's stomach.

Manufacturer narrative:
(B)(4). Batch #: u95t5z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.